Manufacturer narrative:
Device failure related to user handling. Device evaluated and alleged failure could not be duplicated.

Event description:
A site representative reported that they were trying to register the black suretrak/microdebrider assembly, but it was tracking 2cm inaccurate. They made several attempts to calibrate the debrider but it remained inaccurate. All other instruments were reported to be navigating accurately. No impact on patient outcome.